Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after use of a 5f mynxgrip vascular closure device (vcd) for sufficient time, but it did not stop bleeding, so additional manual decompression was performed and the procedure was completed. There was no reported patient injury. There were no issues noted during balloon retraction / button#2 step. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was vessel moderate tortuosity and moderate presence of calcium in the vicinity of the puncture site. There were no anticoagulants, antiplatelets, or any thrombolytics used. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, after use of a 5f mynxgrip vascular closure device (vcd) there was pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube additional manual compression was performed and the procedure was completed. There was no reported patient injury. There were no issues noted during balloon retraction / button#2 step. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was vessel moderate tortuosity and moderate presence of calcium in the vicinity of the puncture site. There were no anticoagulants, antiplatelets, or any thrombolytics used. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Additional information was requested but not provided. The device will be returned for evaluation. A non-sterile ¿mynxgrip vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock in the open position. The sealant sleeve protecting the mynxgrip sealant was observed on the catheter near the balloon. The sealant, procedural sheath, and advancer tube were not returned with the device. Additionally, the balloon was fully deflated. The device was inspected for anomalies that may have contributed to the reported incident, but no anomalies were observed. Dimensional analysis was performed to verify the distance between the shuttle tip and the inflated balloon, and it was noted to be within specification. Per functional analysis, a deployment test could not be performed on the returned device since the sealant and advancer tube were not included. However, the shuttle cartridge was able to be advanced and retracted to the black handle without issue per the mynxgrip IFU. No visual non-conformities were observed to the returned device. Per microscopic analysis, visual inspection at high magnification confirmed the presence of a slit in the outer cartridge. The reported event of ¿sealant-failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the nature of the complaint and there were no issues noted. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to achieve hemostasis event reported since the device was returned in a condition that suggests a complete removal of the device (sealant and advancer tube were not received) with no damages/anomalies noted that could be attributed to the reported failure. However, access site factors (there was moderate vessel tortuosity and moderate presence of calcium in the vicinity of the puncture site), pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy or venotomy. It was also noted that the sealant sleeve of the returned device was out of position on the catheter. However, as the procedural sheath was not on the mynxgrip catheter, it is very likely that the device was manipulated after the procedure to remove the sheath, which can also move the sealant sleeve from its deployed position. According to the product¿s IFU, which is not intended as a mitigation, the special patient population section states, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also, in the IFU, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.